Event description:
It was reported that there was low impedance, and the technical consultant stated that there was lead insulation failure. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that there were decreased impedances and increased thresholds. The atrial and rv (right ventricular) leads were explanted and replaced. It was further reported that there was insulation failure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): inner insulation breached, there was blood/body fluid on all conductors (not obstructed), all insulators had cosmetic metal ion oxidation, the outer insulation was breached and had metal ion oxidation, the outer insulation had cosmetic environmental stress cracking and there was a white substance on the outer insulation; medial segment returned and analyzed. (B)(4): inner insulation breached, the proximal conductor was distorted, the distal conductor was stretched, there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the inner insulation had cosmetic metal ion oxidation, the outer insulation had cosmetic metal ion oxidation, the outer insulation was breached and had metal ion oxidation, the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, there was a white substance on the outer insulation and the lead was stretched; distal segment returned and analyzed.